Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to periprosthetic femoral bone fracture (left)age at primary: (B)(6). Primary asa: p3 - incapacitating systemic disease. Revision njr index no: (B)(4).